Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 4 infusion sets adhesive on 30-may-2024. The infusion set had fallen off after 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 1 of 4.